Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 402452, lead, implanted: (B)(6) 1995; a7700-25, mechanical valve, implanted: (B)(6) 1995. Product event summary: the partial lead was returned in segments, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. It was also noted that the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo, the inner insulation of the lead was observed to have blood ingression, and the outer insulation of the lead was observed to have blood ingression. (B)(4).

Event description:
It was reported that there was noise on the atrial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.